Event description:
Pt had outpt surgery (arthroscopy of the left knee). A touriniquet was applied to the left thigh with 300 mm pressure during surgery. Tourniquet used for one hr and five minutes. Initial checks were performed on tourniquet before use. In the recovery room, capillary refill in the left leg was good & the toes were warm and pink. Before discharge, the pt complained of "tingling sensation in left leg." Physician was notified instructed to call physician if any further problems. Apparently pt. Continued to have numbness to left leg and returned for exploration of popliteal space in left leg on 3/18/96, negative exploration.